Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). At 8:22 pm, the meter result was 343 mg/dl. At 8:23 pm, the meter result was 218 mg/dl. At 8:24 pm, the meter result was 186 mg/dl. The reporter confirmed controls were run prior to the discrepancy and the results were acceptable.